Manufacturer narrative:
Analysis of the device image revealed wireless communication was functioning properly. Throughout the course of testing, the device was interrogated using wireless telemetry without any signs of interruption or slow down. Further testing revealed the device exhibited normal characteristics and the device battery is still above elective replacement levels. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. The reported event of no rf telemetry could not be confirmed.

Event description:
During follow-up, the device was observed to have decreased telemetry connection. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences.